Event description:
It was reported that the ventilator oxygen sensor alarmed while in use on a patient. The ventilator was swapped out for another ventilator without any reported patient harm or injury. There is no report of serious injury or death associated with this incident.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device, verified the oxygen sensor malfunction and replaced the oxygen sensor. All calibrations and tests passed extensive self testing. (B)(4).